Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type microbore catheter extension set leaked from a y-site. The reporter stated that when both blue clamps were opened and a flush was connected to one y-site, the other y-site leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspections identified that the male luer was blocked by a luer center post tip. Functional testing was performed and found that when the clamp was not clamped the fluid leaked out of the unblocked luer. The center post tip was removed from the device and was compared to an ICU medical microclave center post end tip and was found to match. The leak was caused by the blockage and the clamp being in the open position. Should additional relevant information become available, a supplemental report will be submitted.